Manufacturer narrative:
This report is submitted (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to a migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.